Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The day after onset of the event, the patient was treated with intraperitoneal injection vanlid (1gm stat) and intravenous injection tazopip (4.5gm, twice a day) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Dianeal therapies were ongoing. No additional information is available.